Event description:
The patient reported that there was a change do to leaving for the weekend and forgetting charging device. The patient called customer service and they explained and walked her through getting it back on. The issue was resolved.

Manufacturer narrative:
Continuation of d11: product ID 97755, serial# unknown, product type: recharger, product ID 97745, serial# unknown, product type: programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that ins was turning itself off which started about two weeks ago. Patient confirmed no recent trauma. It was reported that patient was having to reset their controller frequently due to getting no device found when trying to charge their ins. It was reported that patient was getting no device found when trying to connect with ins using controller by itself and when trying to charge ins with rtm connected. Pt mentioned she was charging her controller on call and had controller charging for about an hour. Pt stated she last charged her ins two days ago. Walked pt through plugging rtm into controller and going through passive recharge mode on call. Pt stated 49 was highest middle number she got in passive recharge mode. Reviewed passive recharge mode information and recommended pt continue through passive recharge for 3 sub-flows. Redirected pt to hcp if normal recharging screen doesn't appear following completing passive recharge mode. Pt confirmed understanding.